Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that one day post implant, the patient alert triggered due to high impedance and that there was lack of stimulation noted on the device possibly due to blood in the lead connector. The lead was revised and connected back to the device after washing off the blood. The device remains in use. No patient complications have been reported as a result of this event.